Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving dilaudid (dose and concentration unknown) via an implantable pump for non-malignant pain. On (B)(6) 2015, a few days post pump replacement, the patient experienced a pocket of fluid, pain and a hot/warm sensation around the pump area. A computerized tomography (CT) scan was done after that and they found a pocket of fluid around the pump area. The patient saw her physician who said to wait and see if the fluid absorbed on its own. The patient went on antibiotics, but it had gotten worse. Additional information has been requested regarding the cause of the event, troubleshooting/diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Outcome attributed to adverse event: updated/corrected.